Manufacturer narrative:
Concomitant medical products: product ID 977d160, serial# (B)(4), implanted: (B)(6) 2018, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the trial leads were removed by the healthcare provider (hcp) at the hospital. The rep reported that the patient declined going to implant and recovered to her previous state. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977d160, serial #: (B)(4), implanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 977d160, serial/lot #: (B)(4), ubd: 07-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with a wireless external neurostimulator (wens) via a manufacturer¿s representative (rep). The rep reported that the patient¿s son stated that the patient had been taken via ambulance to the local emergency department after she woke up at 2:30am in severe pain, unable to get out of bed and unable to walk. It was unknown what factors could have led to the issues. The rep reported that the patient turned stimulation off when she went to bed at approximately 9:30pm on (B)(6) 2018 as she didn¿t experience pain during sleeping. The patient had used stimulation from the time she left the office until she went to bed. The rep reported that the patient remained in the hospital. The rep noted that only one lead was placed due to the location of the patient¿s pain areas. The rep reported that immediately post placement of the lead at trial the patient was up walking around "gaging" how strong stimulation was, so she could walk. The patient was doing fine when she left the office. The t rial lead was placed on (B)(6) 2018 and admitted to the hospital several hours later. No further complications were reported.